Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for complex reg pain syndrome type 1. High impedance on electrode #4 was reported. The high impedance electrode was first noticed by rep but they were not sure how long there has been high impedance on #4. Caller was not using this electrode in programming. Routine longevity calculations were requested. Patient has group with 4 programs, but only 1 program has any voltage programmed: 0.3v, 300us, 20hz, >4000hz for group imped. Used 700 ohms for calculation = > 120 months longevity. Ins battery cap at 2.850v today. Reviewed eri and eos levels and that patient has time left on battery since settings are so low. Reviewed that it's difficult to know exact time remaining. Patient programmed to 5 and 6 but #4 is showing in electrode imped as having high impedances. Caller says that #4 is not being used in programming and that patient is getting therapy from this current group. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of high impedances on #4 was not determined and could have been like that for years. Patient was not programmed on #4. No plans to address it. Patient weight was unknown. Hcp needed not to be contacted as rep already had discussed it (with hcp). No further complications were reported/anticipated.